Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately several months ago from date manufacturer was made aware.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) more frequently. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned as it was not released by the facility.